Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found that the sensor cannula was completely missing. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. No broken cannula was found during our analysis. The needle was not returned unable to confirm the needle complaint.